Manufacturer narrative:
(B)(6). The device was manufactured between: 29mar2019 and 30mar2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional inspection, a leak was observed from the bottom seam of the bag to the left of the spike port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port weld. There was no patient involvement. No additional information is available.